Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. An x-ray was completed with confirmation that the device had migrated and rotated. The device was subsequently repositioned with acceptable measurements achieved. This device remains in service. No additional adverse patient effects were reported.